Event description:
O-ring fell off the 12mm covidien trocar, on outside of patient, not intra-abdominally. Insufflation leaking because of this. Trocar changed out to ethicon trocar.what was the original intended procedure?small bowel resection